Manufacturer narrative:
On 16 february 2017, the manufacturer of the item involved in the complaint reported as follows: no further analysis is needed: this kind event has been already evaluated as design issue (so not lot-related). Consequently, it is not necessary to receive the device back for further investigations. This kind of events is possible for the subject device. A new design has been created in order to avoid this kind of issues. On 07 march 2017 the medacta r&d manager performed a visual inspection of the retrieved item and commented as follows: after medacta washing the instrument no longer contains particles of blood as described in the complaint. The issue is somewhat inherent to the nature of the device, and focused manual cleaning is fundamental for such a device. Considering this, the device design is associated with the root cause and there does exist the potential to pursue design improvement opportunities to reduce the need for intensive manual cleaning. A new version of the instrument is under evaluation.

Event description:
During surgery, dry blood fell out of the wire covering of the flexible bayonet drill holder. The sterile department in the hospital noticed that even after repeated cleaning the instrument is still not clean.